Event description:
It was further reported that at the time of the index procedure, the patient presented with a q-wave, non-st elevation myocardial infarction (killip classification 1). It was previously reported that cardiac catheterization in (B)(6) 2011 revealed in stent restenosis of the taxus liberte stent in the mid left anterior descending (lad). Additional information indicates that the patient had in stent restenosis in a non-bsc drug eluting stent in the right coronary artery that had been placed prior to the index procedure. The lad had proximal irregularity and the first diagonal artery had 0% irregularity at the site of prior stenting with the taxus liberte stent. It is the opinion of the physician that this event is not related to the taxus liberte stent.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, restenosis occurred. The patient experienced a myocardial infarction within 48 hours of the index procedure. Cardiac catheterization revealed a 90% stenosed and 18mm long target lesion located in the mid left anterior descending (lad) coronary artery with a reference vessel diameter of 2.5mm. This was treated with direct stent placement of a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. (B)(6) - 2011, the patient presented with angina. Cardiac catheterization revealed in stent restenosis of the taxus liberte study stent in the lad. The patient was treated with target vessel revascularization and the event is reported to be resolved without residual effects.

Manufacturer narrative:
(B)(4).